Manufacturer narrative:
The device evaluation was completed for the reported symptom of "ec 320". A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation. The device was found out of specification in relation to the reported system error 320. The system error 320 was verified. The cause was determined to be a stuck lower latch switch that was not able to rebound as designed. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed error code 320 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.